Event description:
The customer reported to olympus that the evis exera iii xenon light source had brightness issues even after cleaning. The issue occurred during an unspecified procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the customer's reported issue could not be reproduced or confirmed. However, the socket slider switch caused intermittent failure on the high intensity mode. Additionally, the front panel had illegible text, bottom chassis had corroded. The rear panel rusted. The top cover rusted inside. The old version main power switch unit required an upgrade. The connections were found worn out. The air/water suction pump had corrosion inside the air tubing and its spring. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed that a non-olympus product was installed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "[warning] non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.